Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/15/2014). The patient¿s test strips have been returned on 9/10/2014 and evaluated by lifescan product analysis on 10/6/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(6) alleging that the subject meter (onetouch verio iq) read inaccurately high compared to a calibrated laboratory device. The reporter claimed obtaining a blood glucose reading of "177mg/dl" with the subject meter and "95mg/dl" on the laboratory device. The laboratory device result was obtained "just after" the subject meter result, although no exact time frame could be obtained at this time. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 ¿ (11/21/2014). The patient¿s test strips have been returned on 9/10/2014 and evaluated by lifescan product analysis on 10/23/2014 with the following findings: additional tests were performed on the desiccant to check for possible moisture issue. The desiccant within the subject vial was found to be intact, thus not the root cause for the control solution failing which was seen, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.